Manufacturer narrative:
Upon evaluation of the device the complaint was confirmed. The unit was pressurized and was found to leak at the weld area. It is most likely that the unit saw variation in energy or pressure during the welding process due to dimensional shifts of the parts involved. A review of the complaint files confirmed that there have been previous reports for this lot. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the shunt sensor leaked. The product was changed out. There was no pt involvement. The surgery was not delayed and was completed successfully.